Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. The reported issue that the 8100 module had an error code 243.4070 and was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech called in for assist on 8100 unit get error code 243.4070 which has to do with ail sensor failing will need to be replace. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the 8100 module had an error code 243.4070. There was no patient involvement.